Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 90% stenosis. The 3.5x38 mm xience skypoint stent was implanted in the proximal lad and an instantaneous wave-free ratio (ifr) guide wire was used to protect the diagonal branch. The 3.0x23 mm xience skypoint stent was implanted to overlap the first xience skypoint. After post-dilatation, the ifr guide wire was attempted to be removed but there was resistance. After a series of efforts, the guide wire was pulled out but it also pulled out the previously implanted stents. Intravascular ultrasound (ivus) was performed and a new 3.5x38 mm and 3.0x38 mm xience skypoint stent were implanted in overlapping fashion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned stent. The reported device damaged by another was confirmed through the observed stent deformation (bent, flared, mangled and stretched). The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.